Manufacturer narrative:
Upon completion of the investigation a f/u report will be filed.

Event description:
Affiliate reported that the device reprogrammed spontaneously. As a result the device was revised.